Manufacturer narrative:
Unable to performed the functional testing due the residual tissue debris inside the aperture. However, we were able to perform sample acquisition testing on the returned device and no malfunction had been identified. The root cause for the reported issue is unknown. (B)(4).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a stereotactic breast biopsy procedure (exact date unknown) and when the device was being removed from the patient, the needle was attached to the patient's breast tissue from the inside. The physician used a scalpel and surgical scissors to remove the needle and placed a one dissolvable stitch. The patient was given prescription pain medication and post biopsy instructions prior to discharge.